Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00172 on july 10, 2020. Corrected information: section b6 of initial MDR 1219913-2020-00172 section b6 indicates that the alternate method test result was obtained on (B)(6) 2020 using sample 1, however after review, it was found that the alternate method test result was obtained using a new sample draw which was never tested on an advia centaur system. The test date is unknown. Additional information from 07/13/2020: remaining patient sample volume was not provided to siemens for further investigation as anticipated. Additional information from 07/28/2020: the customer reported an elevated (>99th% cutoff of 47 pg/ml) advia centaur xpt tnih result on a patient sample. A new sample from this patient was run using an alternate method and gave a low/negative result. Siemens reviewed the available information to determine probable root cause for the discordancy. There was no additional patient history information available. Qc is within range on all tests indicating this is a sample/patient specific incident. The customer declined to send the sample in for further testing by siemens. The elevated advia centaur xpt tnih result was reproducible on the initial sample as well as on a new sample that was drawn a couple of days later from the same patient. This sample was also tested with advia centaur xpt tni ultra and gave a result of 0.0068 ng/ml, which is below the 99th% cutoff of 0.04 ng/ml for that assay. The customer performed investigational testing on both advia centaur xpt tnih and tni ultra using heterophile binding tube (hbt). The neat results were similar to the initial results on both advia centaur xpt tnih and tni ultra. The advia centaur xpt tnih result did not change after hbt treatment. The advia centaur xpt tni ultra result was slightly higher after hbt treatment, which is suggestive of a heterophile antibody present, however the result was still low/negative. The alternate method used is a troponin t method while advia centaur xpt tnih and tni ultra are troponin I methods. Differences in antibody specificity and binding in these assays is the potential root cause for advia centaur xpt tnih not matching the interpretation of the alternate method troponin t result. The patient's result is persistently elevated on advia centaur xpt tnih and negative on advia centaur xpt tni ultra. The advia centaur xpt tnih and tni ultra assays have different antibodies and architecture and bind differently to troponin I in the sample, where the tnih assay is much more sensitive than the tni ultra assay. According to the instructions for use, there are many conditions both cardiac and non cardiac that can cause advia centaur xpt tnih to be elevated in the absence of myocardial infarction. These are the potential causes for the difference observed in the advia centaur xpt tnih versus tni ultra method results. Based on the investigation, no product problem was identified. No further investigation is required. The result and conclusion codes have been updated to reflect the investigation results. Reference section h6 of this report for the updated codes. MDR 1219913-2020-00173 supplemental report 1 was filed for the same event (sample 1 test date (B)(6) 2020). MDR 1219913-2020-00174 supplemental report 1 was filed for the same event (sample 2 test date (B)(6) 2020).

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause of the discordant advia centaur xpt tnih results. The customer performed interference testing and provided the results to siemens for evaluation. Siemens has requested the remaining patient sample volume to perform additional internal testing and investigation. The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2020-00173 was filed for the same event (sample 1 test date 06/15/2020). MDR 1219913-2020-00174 was filed for the same event (sample 2 test date 06/17/2020).

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur xpt. The discordant advia centaur xpt tnih result was reported to the physician, who questioned the result. Alternate method testing was performed; the result was lower and was reported to physician in a corrected report. The customer repeated testing with advia centaur xpt tnih and also advia centaur xpt tni ultra using the same sample. The advia centaur xpt tnih result was again elevated and the advia centaur xpt tni ultra result was lower. It is unknown if these results were reported to physician. A second sample was drawn from the patient and was tested with advia centaur xpt tnih and an elevated result was again observed. It is unknown if this result was reported to physician. There is no indication that patient treatment was prescribed, delayed or altered. There was no report of adverse health consequences due to the discordant tnih results.